Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -ac power indication not showing -battery is not getting charge no patient involvement.